Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant product: agilis sheath 9fr. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. The bwi failure analysis lab noted the returned catheter condition of a rough electrode. Originally it was reported that this catheter would not deflect fully. The catheter was replaced and the issue was resolved. The procedure was continued and subsequently completed with no patient consequence. Since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death is remote. Therefore, this issue was assessed as not reportable. The bwi failure analysis lab noted the returned catheter condition on july 21, 2015 of the electrode ring #1 was rough on the proximal side. There was no difficulty in withdrawing the catheter from the patient. This condition was not noted prior to sending the catheter to the bwi failure analysis lab. The 9fr agilis sheath was used. This issue was assessed as a reportable malfunction as the electrode ring edge appears to be rough which may cause damage to vascular endothelial linings during the withdrawal of the catheter and sheath. Therefore, the awareness date for this record is july 21, 2015.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was reported that this catheter would not deflect fully. The catheter was replaced and the issue was resolved. The procedure was continued and subsequently completed with no patient consequence. Upon receiving, the catheter was visually inspected and it was found that catheter rings #1 was dented and sharp. The condition of the ring was not originally reported on the complaint. Additional information indicates that the customer did not notice the damage after the procedure. The type of damage suggests that the catheter had friction with another device possibly the sheath from distal to proximal causing the ring to be uplifted. However, it could not be conclusively determined. The catheter outer diameters were measured and it was found within specifications. Then per the event, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance. The customer complaint cannot be confirmed.